Event description:
It was initially reported that the patient was experiencing uncomfortable stimulation in the wrong location from their implantable neurostimulator (ins). Impedance testing and x-rays were performed (no results reported) and the patient was reprogrammed. The patient status was listed as ¿alive - no injury¿ at the time of the report. Additional information received on the same date reported that the patient was feeling stimulation in the wrong location which was noted as in their chest. The healthcare professional (hcp) performed an x-ray and reported that nothing visible. Follow up information received on (B)(6) 2014 reported that the patient was reprogrammed during a visit on (B)(6) 2014. The x-ray was done on that day and that was the only diagnostic performed on the patient at the time of the report. The patient had other medical conditions that their doctor was treating with anti-inflammatory medications. The patient was still feeling stimulation in their chest but not as bad since they started the anti-inflammatory medication. The patient was receiving adequate relief from the spinal cord stimulator system at the time of the report. Further follow up information received on (B)(6) 2014 reported that the patient was to have a revision because the lead component of the ins system had moved. A surgery dated had been scheduled. Additional follow up information received on (B)(6) 2014 reported that a surgery date had not been scheduled. There was no additional information available at the time of report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was scheduled for a lead revision tomorrow.

Event description:
Additional information received reported the lead revision was performed yesterday, (B)(6) 2014. It was reported the surgeon moved the lead down and did not open or replace any devices. It was noted that the patient was receiving effective therapy post-operatively. The patient's follow up date at the surgeon's office was unknown at the time of current report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).